Manufacturer narrative:
It was reported that during a pulmonary arteriovenous malformation embolization with mild vessel calcification and tortuosity the 6 mm x 15 cm cashmere 14 cerecyte microcoil system (crc140615-30/(B)(4)) kinked during insertion into an unspecified prowler select plus microcatheter. It is not known where the kink occurred or what caused the kink. The cashmere was safely removed from the patient and was replaced for a new one. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. It is not known if there was any resistance as the coil was being introduced. The coil did not stretch or detach. The complaint product is unavailable for evaluation. No additional information is available. The device was not returned for analysis. It is possible that procedural factors contributed to the event; however, based on the limited information and without the return of the device for analysis, no conclusion regarding the exact failure mode or root cause can be determined. Additionally, the instructions for use outlines that the micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019. Use with the prowler select plus microcatheter which has an inner lumen diameter of 0.021 may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization for pulmonary arteriovenous malformation with a vessel that was mildly calcified and mildly tortuous. The event happened during coil introduction. While inserting the cashmere ((B)(4), complaint product) in an unspecified prowler select plus, the physician found a kink on the cashmere. It is unknown where exactly the kink is, and what caused the damage. The cashmere was safely removed from the patient and was replaced for a new one. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. The product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.